Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and insulin shoots out during priming and act button was non responsive. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the motor took longer during rewind and had to take batteries out to reset the insulin pump to work and scuff and scratches in display. The device will not be returned for analysis.

Manufacturer narrative:
Device received with no button response at esc, act, up arrow and down arrow button due to unlocked connector on lcd board noted. Unable to verify rewind anomaly, prime/fill anomaly or motor error due to keypad not responsive.